Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3, h6: no parts are available for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the screw on the right side were completed and were accurate. The left side was completed, but all screws were medial by less than 3.5 millimeters. The case was completed using the guidance system. The suspected cause was human error. The surgeon felt that the bed was rotated or the anesthesiologist touched the patient. There was no patient harm and the procedure was delayed less than one hour.